Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via mammogram and was also confirmed via ultrasound. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
On march 11, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to be ruptured and received in three (3) parts. Additionally, a crease/fold was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot 7491895). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. The rupture was diagnosed via mammogram and was also confirmed via ultrasound. As a result, the patient underwent implant removal on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information indicating that the patient underwent removal on (B)(6) 2022 without any replacement, removal only.

Manufacturer narrative:
On march 1, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.